Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her current blood glucose was 576 mg/dl. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer treated with a manual injection via syringe. Customer declined troubleshooting for high blood glucose. Customer's blood glucose was in the 400's mg/dl yesterday. Customer kept changing her site but not her reservoir. Customer stated that there were insulin pools where her reservoir should be. Customer had put in a new set today and her blood glucose has been high. Customer removed the reservoir and it felt a little wet but not like yesterday. Customer's blood glucose was 373 mg/dl at the time of the incident. Customer stated that the reservoir leaked and there was fluid in the reservoir compartment. Customer reported that the o-ring inside the lip of the reservoir compartment was missing. Customer stated that there were no cracks in the pump. Customer already changed the set and was advised to monitor the pump.